Event description:
It was reported that on (B)(6) 2010: the patient developed increasing symptoms of pain and has decreased rom. Impression: congenital scoliosis status post spinal fusion with worsening symptoms; degeneration of lumbosacral spine intervertebral disks; back pain with radiculopathy; depression; weight loss. On (B)(6) 2010: the patient underwent an mra of the neck with and without contrast. Impression: normal mra of the arch of the aorta and brachiocephalic vessels. No evidence of dissection or obstruction. The patient underwent MRI of the brain without contrast. Impression: normal MRI of brain. The patient was scheduled to undergo a complex revision of a scoliotic repair with an associated kyphotic posture and pseudoarthrosis at l5-s1. The central line was not able to be placed on the right side, therefore, was then placed on the left hand side and a carotid puncture in placement of the central line occurred. The surgery was then cancelled due to the delay. The surgery was resumed a few days later. On (B)(6) 2010: the patient underwent x-ray of the chest. No acute cardiopulmonary disease. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine. On (B)(6) 2010: the patient presented for x-ray of the lumbar spine. The patient presented with symptoms of progressive sagittal and coronal plane imbalance and deformity with pain and evidence of compression of the l5 nerve roots bilaterally. The patient presented with a preoperative diagnoses of pseudoarthrosis, l5-s1, and sagittal and coronal plane deformities following scoliosis surgery as well as grade 2 spondylolisthesis. The patient underwent a 4 phase procedure. 1. Exposure of the l3 through s1 region; 2. Removal of anterior transforaminal lumbar interbody fusion cage, l5-s1; 3. Partial colpectomy, l5-s1; 4. Complete and radical discectomy, l3-4, l4-5, l5-s1 ; 5. Arthrodesis, l3-4 and l4-5, and attempted arthrodesis at l5-s1; 6. Insertion of competitor¿s ceramic cages, l4-5; 7. Use of intraoperative fluoroscopy; 8. Use of extra small rhbmp-2/acs and grafton matrix at l4-5 and l3-4 ; 9. Reconstruction of anterior column at l5-s1. Per the op notes, following the discectomy at l3-4 and l4-5, an appropriately sized spacer cage was filled with grafton and extra small rhbmp-2/acs and placed in a slightly countersunk position in l4-5 and at l3-4. Per the op notes, the surgeons did not feel it appropriate to start drilling away at the vertebral body of l5-s1 more than had already been removed. There was excellent apposition of the l5 vertebral body endplate and body resting on a significant portion of the s1 endplate and vertebral body. Surgeons wanted a more thorough CT scan before continuing. No complications were reported. On (B)(6) 2010: the patient presented for CT of the lumbar spine without contrast. Findings: hardware alignment and position appear satisfactory. There is mild scoliosis present with convexity of the upper part of the scoliosis which is convex toward the right and the lower part of the scoliosis which is in the lumbar spine convex to the left. On (B)(6) 2010: the patient presented or x-ray of the lumbar spine due to low back and bilateral lower extremity pain. Findings: anterior fusion of l5-s1. The patient also underwent x-ray of the sacrum and coccyx. Impression: extensive hardware. Sacrum appears intact. X-ray of the thoracic spine shows scoliosis concave to the left. X-ray of the cervical spine shows straightening of the normal lordosis but otherwise unremarkable. The patient underwent a revision to complete the l5-s1 anterior lumbar interbody fusion that was not completed on (B)(6) 2010. The patient underwent the following procedures: 1. Anterior retroperitoneal exposure, 2. Arthrodesis, l5-s1, 3. Repositioning of hardware, l4-5, anterior lumbar interbody fusion, with cage, 4. Insertion of mdt deep spacer interbody at l5-s1, 5. Insertion of grafton matrix and extra small rhbmp-2/acs , l5-s1, 6. Application of anterior lumbar plate, l5-s1, with 4 screws, 7. Use of operative microscope, intraop fluoroscopy and neuromonitoring. Per the op notes, following decortication, an appropriately sized medtronic interbody cage was packed with extra small rhbmp-2/acs, concentrated, as well as grafton matrix. The peek cage was then placed into the l5-s1 disk space for stabilization purposes. Further grafton matrix was applied with rhbmp-2/acs to the remainder of the l5-s1 disk space. On (B)(6) 2010: the patient presented for x-ray of her left foot. Impression: no evidence of acute injury. Patient also had x-ray of her ankle completed. Impression: no evidence of acute injury. On (B)(6) 2011: the patient presented to a gastroenterologist with complaints of lymphatic leak and fever. Assessment: lymphatic disorder. The patient has persistent chylous leak in her pre-peritoneal space. On (B)(6) 2011: the patient underwent pre-op x-ray of the chest. Impression: no acute cardiopulmonary disease is demonstrated. On (B)(6) 2011: the patient presented with lymphatic leak and abdominal wall fluid collection. The patient underwent a diagnostic laparoscopy and peritonealization of the abdominal wall fluid collection. No patient complications were reported. On (B)(6) 2011: the patient presented for follow up after laparoscopic peritonealization of abdominal wall. The patient reports some discomfort in the left side of her abdomen. On (B)(6) 2011: the patient presented with discomfort in the left lower quadrant and bloating, consistent with the chylous leak she had before. Scheduled for ultrasound. On (B)(6) 2011: the patient presented with weight gain, (B)(6) in the past few weeks. The patient reports discomfort in her left lateral abdominal wall that radiates down to her left thigh. Assessment: the patient has had some recent weight gain, the etiology of which is unclear, though it may be related to her lymphatic leak. CT scan is ordered. (B)(6) 2011: the patient presented for CT of the abdomen and pelvis. Impression: there is no evidence of intraperitoneal fluid or mass. There are no dilated loops of bowel noted. A large amount of fecal material is present throughout the colon. There is normal intraluminal enhancement of the inferior vena cava and the external iliac veins. On (B)(6) 2013: the patient underwent a CT of the lumbar spine. Findings: stable anterior displacement of the l3-4 disc space graft; prominent bone formation along the anterior aspect of l3 through s1; at the level of l5-s1, there is marked narrowing of the left neural foramen secondary to hypertrophic bony proliferation arising from the disc space graft and adjacent l5 and s1 endplates. In addition, there is moderate narrowing of the right neural foramen secondary to a l5 inferior endplate osteophyte. At the level of l4-5, there is stable moderate narrowing of the left neural foramen secondary to the osteophytes arising from the adjacent facet joint; moderate levoscoliosis and exaggerated lumbar lordosis. On (B)(6) 2013: the patient presented with the following preoperative diagnoses: severe low back pain with bilateral lumbar radiculopathy; status post spinal instrumentation and fusion l3-s1; extensive hypertrophic bone formation with bilateral and neural foraminal stenosis . The patient underwent the following procedures: right l5-s1 transforaminal/ foraminal epidural injection with l5 nerve root block; left l5-s1 transforaminal/ foraminal epidural steroid injection with l5 nerve root block; fluoroscopic guidance with interpretation and needle localization; moderate intravenous sedation. No complications were noted. On (B)(6) 2013: the patient presented with the following preoperative diagnoses: severe low back pain with bilateral lumbar radiculopathy; status post spinal instrumentation and fusion l3-s1; extensive hypertrophic bone formation with bilateral and neural foraminal stenosis. The patient underwent the following procedures: fluoroscopically guided right l4-5 transforaminal/foraminal epidural steroid injection with l4 nerve root block; left l4-5 transforaminal/ foraminal epidural steroid injection with l4 nerve root block; flu oroscopic guidance with tissue needle localization; monitored intravenous sedation. No complications were noted. On (B)(6) 2013: the patient presented to clinic with complaints of gradual onset of pain down the left leg. Predominantly, the left lateral calf outside of the left foot and the big toe. Examination found the patient has some weakness of the left big toe that appears to be grade 4. X-rays showed no change in any hardware positioning. The doctor notes, ¿ I believe that she is having either some of the nerves that were decompressed, because she is moving more and more or dull and likely some bone is re-growing back.¿ on (B)(6) 2013:the patient presented with the following preoperative diagnoses: left lumbosacral radiculitis/l5 and s1 neuropathy; history of foraminotomies; history of l3-s1 fusion with extensive hypertrophic bone formation and bilateral neuroforaminal stenosis . The patient underwent a fluoroscopically guided left s1 transforaminal epidural steroid injection with s1 nerve root block; a left l5-s1 foraminal injection of local anesthetic and steroid; fluoroscopic guidance for interpretation of needle localization; moderate intravenous sedation. It was noted that l5 foraminal injections should be done under CT guidance as it is nearly inaccessible due to the extensive bony abnormality. 01 march 2012 the patient presented for an evaluation of an abdominal distention of possible lymphedema. The patient reported that the problem began after they were treated for scoliosis in may and dec of 2010. Following that, per the doctor¿s notes, the patient developed abdominal swelling and a mass in the left side of the abdomen. Per CT scans it appeared to be a large lymphocele. An attempt was not made to define the lesion, close it but rather they drained into the rest of the patient¿s abdominal cavity. The patient stated that since that time their abdominal swelling was more diffuse and that they carry between 40 to 60 extra pounds of abdominal weight. The patient had had a lymphangiogram and lymphoscintigraphy and had been told they had an obstruction but without leak. The patient also complained of shortness of breath due to the abdominal distention. The doctor¿s impression, after a physical exam and studying the non-invasive vascular leg and a CT done after the patients laparoscopic ¿window¿ was that the patient¿s pattern was quite atypical for lymphatic leak or lymphedema. ¿¿pattern is more of a chylous ascites, although the instrumentation was not in t he region of those of her bowel lymphatics¿¿ on 17 jan 2013 the patient presented with chronic back pain, lumbar radiculopathy, and left foot drop. The patient underwent a lumbar myelogram which demonstrated l5 and s1 nerve root sleeves were not optimally seen. However there was contrast within the proximal portions of the right and left nerve root sleeves. There was no nerve root sleeve truncation. There was no evidence of spinal canal stenosis. There was extensive anterior and posterior fusion of the lower thoracic and lumbar spine. There was moderate scoliosis convex to the left. There was an exaggerated lumbar lordosis. Noted was the l3-l4 disc space was displaced anteriorly. There was no radiolucency seen around the displaced graft. That finding was unchanged from a 14 april 2011 myelogram. The patient also underwent a lumbar spine CT which showed the following: status post posterior fusion of at least t12 through s1. The surgical hardware was intact and appropriately positioned. A previous l5 laminectomy was noted. Solid osseous fusion of the posterior elements of t12 through s1. Anterior fusion of l3, l4, l5 and s1. Solid osseous fusion of l4, l5, and s1. Solid osseous fusion of half of the l3 and l4 vertebral bodies and an incomplete solid osseous fusion of the posterior half of the l3 and l4 vertebral bodies. Stable anterior displacement of the l3-l4 disc space graft. Prominent bone formation along the anterior aspect of l3 through s1. At the level of l5-s1 there was stable marked narrowing of the left neural foramen secondary to hypertrophic bony proliferation arising from the disc space graft and adjacent l5 and s1 endplates. In addition, there was moderate narrowing of the right neural foramen secondary to a l5 inferior endplate osteophyte. At the level of l4-l5, there was stable moderate narrowing of the left neural foreman secondary to the osteophytes arising from the adjacent facet joint. There was moderate levoscoliosis and exaggerated lordosis. There was no perineural cyst. There was no evidence of arachnoiditis. On 10 june 2013 the patient presented status post lumbar decompression with questionable late onset dural leak. The patient underwent a lumbar spine MRI which demonstrated a stable csf isoattenuating fluid collection within the paravertebral tissues from the level of l3 to the level of s1. The fluid collection contacted the dura at the level of l4-l5. There was thinning of the dura as well as a subtle defect within the dura at the level of l4-l5 to the right of midline. Those findings were noted as worrisome for a dural tear. Also noted: at the level of l4-l5, there was mild to moderate narrowing of the lateral recess and left neural foramen secondary to hypertrophic bony proliferation along the left facet joint. Stable lumbar levoscoliosis, and stable exaggerated lumbar lordosis. On 14 nov 2013 the patient presented with chronic low back pain, left foot drop, and left-sided lumbar radiculopathy. The patient underwent a lumbar spine CT which showed no significant interval; change compared to 17 jan 2013 exam. Impression: status post posterior fusion of t12 through s1. The posterior fusion hardware was intact and in good position. Solid osseous fusion of the posterior elements of t12 through s1. Anterior fusion of l3, l4, l5 and s1. Stable anterior displacement of the l3-l4 disc space graft and stable minimal anterior displacement of the l4-l5 disc space graft. Solid osseous fusion of l3, l4, l5 and s1. Moderate levoscoliosis and exaggerated lumbar lordosis. L4-l5 level: there was moderate narrowing of the left neural foramen secondary to left facet joint arthropathy. The right neural foramen and spinal canal were adequate in caliber. The findings at that level were unchanged. L5-s1 level: there was a sizeable osteophytic ridge arising from the disc space graft and adjacent l5 and s1 endplates, which projected into the anterior epidural space and into the left neural foramen causing marked narrowing of the left neural foramen. The spinal canal was capacious.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 ap/lateral thoracic x-rays poor inspirational studies that do show the upper end of the same construct noted below. No interval change in position is noted. On (B)(6) 2011 ap view axial spine scout view followed by abdominal and chest CT shows complex construct from t10 to the iliac crest along with alif construct across the lumbosacral junction. Contrasted CT shows contrast within the small bowel and stomach. Construct is seen however the study does not provide significant detail of implant position. On (B)(6) 2011 head and cervical CT study is soft tissue with contrast. Brain appears central without lateralizing lesions. Cervical spine shows no stenosis or evidence of instability. Bone detail is not well seen. Coronal CT show no clear pathology in the cervical spine or sub-capital regions. Sagittal views show kyphosis with ddd through c5/6 and c6/7 without stenosis. On (B)(6) 2012 ap and lateral scoliosis views again show construct with pedicle screws from approximately t10 to the iliac crest along with alif done at l4 and l5 with anterior plate. Sagittal alignment appears excellent. On (B)(6) 2012 venous ultrasound left thigh motion study appears to show some compressibility of the vessels in question. On (B)(6) 2012 ap/lateral scoliosis views show same construct without interval change. CT scan done on the same day show abdominal contents. Construct is seen, but detail is obscured by soft tissue only windows and the nature of the study which is not intended to examine the spinal anatomy.

Event description:
It was reported that the patient presented with intractable pain and failure of non-operative care. On (B)(6) 2008, the patient underwent a revision with an anterior posterior fusion from l3-s1. The patient complained to have chronic pain. On (B)(6) 2010, the patient underwent scoliosis fusion t10=s1; segmental fixation with bilateral pedicle screws placed under two plane image intensification at each level from t10 down to s1; posterior lateral and posterior fusion from t10 to s1 done with infuse plus iliac crest autograft; and two level decompression was done. Discharge date note provided. On (B)(6) 2010, phase 1 surgery, patient underwent a revision due to l5-s1 pseudoarthrosis and sagittal and coronal plane deformities following scoliosis surgery; and grade 2 spondylolisthesis. Procedure included: removal of pedicle screw fixation t10-s1; intraoperative fixation t10-s1; insertion of reduction pedicle screws l5 bilaterally and new entry point for s1 screws; insertion of iliac bolt fixation bilaterally; complete resection of facet joints l5-s1, bilaterally. On (B)(6) 2010, phase 2 surgery, the patient underwent removal of anterior transforaminal lumbar interbody fusion cage, l5-s1; partial ?oolpectomy l5-s1; complete and radical discectomy l5-s1; complete and radical discectomy l4-l5 and l3-l4; arthrodesis at l3-4 and l4-5; insertion of amedica cages at l4-5 and l3-4; and use of extra small bmp and grafton matrix at l4-5 and l3-4. On (B)(6) 2010, phase 3 surgery, patient underwent reduction of l5-s1 grade 2 spondylolisthesis; insertion of new contoured rod, t10 thru s1, and iliac bolts bilaterally; and arthrodesis l4, l5, s1 and iliac pelvic fusion. On (B)(6) 2010, phase 4 surgery, the patient underwent the fourth stage to reconstruct anterior column at l5-s1. On (B)(6) 2010, the patient underwent l5-s1 arthrodesis; l4-5 repositioning of hardware, anterior lumbar interbody fusion of amedica c age; insertion of medtronic deep spacer interbody at l5-s1; insertion of grafton matrix and extra small bmp at l5-s1; and application of synthesis anterior lumbar plate at l5-s1 with 4 screws. Date of discharge not provided, but the patient did develop intrabdomin al abscess per consultation notes. On (B)(6) 2011, the patient reported having left foot drop. On (B)(6) 2011, lumbar CT myelogram revealed severe left foraminal stenosis at l5-s1 with hypertrophic bone formation with the neural foramen truncating the exiting l5 root; there is some compression of the left s1 root as well; there is a solid fusion at this level; left foraminal stenosis at l4-5 based on bony hypertrophy of the posterior elements and fusion; nerve root sleeves are truncated at this location; right neural foramen is not compromised; solid anterior fusion l3-4, l4-5, and l5-s1 which is new when compared to the previous study; and solid posterior fusion form the lower thoracic spine through l5 is stable without compromise of the neural elements. On (B)(6) 2012, the patient continued to have chronic pain and was found to have heterotopic bone growth as a result of bmp. On (B)(6) 2012, CT myelogram was reviewed against a previous myelogram. Per the reviewing physician, there appeared to have postsurgical changes from t10 to s1 fusion with posterior instrumentation, along with anterior l3-4, l4-5 and l5-s1 interbody fusion with plate spanning from l4-s1; spondylolisthesis at l5-s1; moderate to possible moderate to severe neuroforaminal stenosis along the left l5-s1 region from heterotopic bone growth and interbody fusion. On (B)(6) 2012, the patient continued to complain of chronic pain and chronic foot drop. Review of CT myelogram was conducted. Treatment included conservative treatment; attempt to undergo a transforaminal epidural steroid injection with nerve block at left l5-s1; and a foraminotomy with resection of the heterotopic bone growth to open up the l5-s1 foramen was an option. On (B)(6) 2013, the patient underwent transforaminal epidural injection. On (B)(6) 2013, the patient complained of no relief from an l4-5 injection. Treatment included scheduling surgery . On (B)(6) 2013, the patient underwent transforaminal l5-s1 decompression on the left and right side; take down and osteotomy of the formed fusion mass seen at t10 with kyphotic deformity; t9-t10 left and right side transforaminal thoracic decompression; t9-t10 smith peterson osteotomies; t9-t10 reduction of kyphotic deformity; re-fusion to t9-t10 posteriorly; t9-t10 posterior spinal instrumentation with bilateral pedicle screws; and application of local bone graft at t9-t10 posterior fusion. This surgery was due to heterotopic bone growth, secondary to infuse bmp at l5-s1 foramen bilaterally with severe compression of l5- s1 nerve roots; and fusion of t9-t10 in deformed kyphotic position. On (B)(6) 2013, the patient complained of a headache 7 days postop from undergoing a spinal fusion. The patient underwent a repair of lumbar dural leak. On (B)(6) 2013, the patient complained of gradual onset of the pain down the left leg. Weakness of the left great toe appears to be a grade 4. X-rays revealed no changes in any hardware in the thoracic spine and no changes in the area with the decompression in the lumbar spine. Treatment included l5- s1 selective nerve root injection . On (B)(6) 2013, the patient underwent fluoroscopically guided left s1 transforaminal epidural steroid injection with s1 nerve root block; and left l5-s1 foraminal injection of local anesthetic and steroid. On (B)(6) 2013, lumbar CT scan revealed status post posterior fusion t12-s1; posterior fusion hardware is intact and appropriately positioned; solid osseous fusion of the posterior elements of t12-s1; anterior fusion of l3, l4, l5, and s1; stable anterior displacement of the l3-4 disc space graft and stable minimal anterior displacement of the l4-5 disc space graft; solid osseous fusion l3, l4, l5 and s1; moderate levoscoliosis and exaggerated lumbar lordosis; l4 -l5 level: there is moderate narrowing of the left neural foramen secondary to left facet joint arthropathy. The right neural foramen and spinal canal are adequate in caliber; the findings at this level are unchanged; and l5 -s1 level: there is a sizeable osteophytic ridge arising from the disc space graft and adjacent l5 and s1 endplates, which projects into the anterior epidural space and into the left neural foramen causing marked narrowing of the left neural foramen. There is a prominent osteophyte arising from the l5 inferior endplate, which projects into the right neural foramen. There is moderate narrowing of the right neural foramen. The spinal canal is capacious. On (B)(6) 2013, the patient complained of chronic back pain and foot drop. Treatment included scheduling with explantation of her hardware posteriorly and re-imaging her without artifact to better assess the status of her neural foramina at l5-s1 level. On (B)(6) 2013, the patient underwent extensive laminotomy, complete facetectomy, transforaminal decompression bilaterally of l5 and s1 nerve roots; removal of l5-s1 pedicle screws and rod extenders as well as bilateral rods from l4 inferiorly by cutting bur of rods; re-exploration of lateral fusion mass and osteotomy through fusion mass bilaterally at l5-s1 interspace due to extensive and massive bone regrowth after decompression of bmp heterotopic bone overgrowth a year ago. On (B)(6) 2013, the patient presented for 1 week postop and feels that she has much less pain in her left leg than she did before the surgery. Systemic angioedema secondary to bmp used in spinal surgery was noted. Treatment included prednisone on taper dosage for angioedema. On (B)(6) 2014, the patient presented for a follow up with complaints of generalized pain as well as weight gain with the rheumatology clinic. Reports generalized edema. Treatment included review of labs drawn of (B)(6) 2014. Treatment included continuation of pain management specialist, and referral to endocrinology for management of weight gain. On (B)(6) 2014, the patient complained of having a lot of trouble doing physical therapy; trouble straightening up; feels something gets locked when she extends; and there is minimal to no pain radiating down the legs, but otherwise it is all back on the left side. Treatment included lumbar CT scan. On (B)(6) 2014, the patient was complaining of more back pain. CT scan, per the reviewing physician, appears clear of significant compression on either the thecal sac or the nerve roots; fusion is solid; decompression appears very wide open. Treatment included drawing labs to rule out inflammatory response to bmp.

Event description:
On (B)(6) 2012 the patient presented for an alternative opinion, with persistent worsening leg and back pain. The patient also complained of a heart murmur, leg swelling, altered taste and smell, change in appetite, excessive sleepiness, fatigue, anxiety, weight changes, ringing in ears, constipation, shortness of breath, trouble breathing, neck pain, joint pain, joint swelling, loss of urine control, urinary urgency, vaginal bleeding, anemia, dry eyes and mouth, lymph node swelling, balance difficulties, dizziness, falls, headaches, muscle twitching, nausea, numbness, shooting pains, tingling sensation, tingling sensations, and walking difficulty. Per the encounter notes the patient had undergone a CT myelogram in 2001 which showed foraminal stenosis "likely as a result of bony overgrowth ...excessive bony overgrowth possibly from bmp..." The myelogram images showed instrumented arthrodesis from t11 to pelvis and there was a strong bone growth posterolaterally. There are some implants anteriorly, which on that image had failed to show incorporation at that time. In addition mainly at l5-s1, there was a unilateral foraminal stenosis from bone growth in that area. It was reported that the patient had seen a doctor who felt they should work on lymphatic before she was to undergo more surgery. At this encounter the physician stated "I would be very concerned about offering any more surgery because of all her surgeries have been complicated with significant issues..." On (B)(6) 2003 the patient presented with right lower quadrant pain and underwent a chest x-ray which was negative.

Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with significant history of corrective surgeries for scoliosis. The patient had intractable pain and failure of non-operative care. On (B)(6) 2008, the patient underwent a revision with an anterior posterior fusion from l3-s1. The patient complained to have chronic pain. On (B)(6) 2010, the patient underwent scoliosis fusion t10=s1; segmental fixation with bilateral pedicle screws placed under two plane image intensification at each level from t10 down to s1; posterior lateral and posterior fusion from t10 to s1 done with infuse plus iliac crest autograft; and two level decompression was done. Discharge date note provided. On (B)(6) 2010, phase 1 surgery, patient underwent a revision due to l5-s1 pseudoarthrosis and sagittal and coronal plane deformities following scolosis surgery; and grade 2 spondylolisthesis. Procedure included: removal of pedicle screw fixation t10-s1; intraoperative fixation t10-s1; insertion of reduction pedicle screws l5 bilaterally and new entry point for s1 screws; insertion of iliac bolt fixation bilaterally; complete resection of facet joints l5-s1, bilaterally. On (B)(6) 2010, phase 2 surgery, the patient underwent removal of anterior transforaminal lumbar interbody fusion cage, l5-s1; partial ?oolpectomy l5-s1; complete and radical discectomy l5-s1; complete and radical discectomy l4-l5 and l3-l4; arthrodesis at l3-4 and l4-5; insertion of amedica cages at l4-5 and l3-4; and use of extra small bmp and grafton matrix at l4-5 and l3-4. On (B)(6) 2010, phase 3 surgery, patient underwent reduction of l5-s1 grade 2 spondylolisthesis; insertion of new contoured rod, t10 thru s1, and iliac bolts bilaterally; and arthrodesis l4, l5, s1 and iliac pelvic fusion. On (B)(6) 2010, phase 4 surgery, the patient underwent the fourth stage to reconstruct anterior column at l5-s1. On (B)(6) 2010, the patient underwent l5-s1 arthrodesis; l4-5 repositioning of hardware, anterior lumbar interbody fusion of amedica c age; insertion of medtronic deep spacer interbody at l5-s1; insertion of grafton matrix and extra small bmp at l5-s1; and application of synthesis anterior lumbar plate at l5-s1 with 4 screws. Date of discharge not provided, but the patient did develop intrabdomin al abscess per consultation notes. On (B)(6) 2011, the patient reported having left foot drop. (B)(6) 2011, lumbar CT myelogram revealed severe left foraminal stenosis at l5-s1 with hypertrophic bone formation with the neural foramen truncationg the exiting l5 root; there is some compression of the left s1 root as well; there is a solid fusion at this level; left foraminal stenosis at l4-5 based on bony hypertrophy of the posterior elements and fusion; nerve root sleeves are truncated at this location; right neural foramen is not compromised; solid anterior fusion l3-4, l4-5, and l5-s1 which is new when compared to the previous study; and solid posterior fusion form the lower thoracic spine through l5 is stable without compromise of the neural elements. On (B)(6) 2012, the patient continued to have chronic pain and was found to have heterotopic bone growth as a result of bmp. On (B)(6) 2012, CT myelogram was reviewed against a previous myelogram. Per the reviewing physician, there appeared to have postsurgical changes from t10 to s1 fusion with posterior instrumentation, along with anterior l3-4, l4-5 and l5-s1 interbody fusion with plate spanning from l4-s1; spondylolisthesis at l5-s1; moderate to possible moderate to severe neuroforaminal stenosis along the left l5-s1 region from heterotopic bone growth and interbody fusion. On (B)(6) 2012, the patient continued to complain of chronic pain and chronic foot drop. Review of CT myelogram was conducted. Treatment included conservative treatment; attempt to undergo a transforaminal epidural steroid injection with nerve block at left l5-s1; and a foraminotomy with resection of the heterotopic bone growth to open up the l5-s1 foramen was an option. On (B)(6) 2013, the patient underwent transforaminal epidural injection. On (B)(6) 2013, the patient complained of no relief from an l4-5 injection. Treatment included scheduling surgery . On (B)(6) 2013, the patient underwent transforaminal l5-s1 decompression on the left and right side; take down and osteotomy of the formed fusion mass seen at t10 with kyphotic deformity; t9-t10 left and right side tranforaminal thoracic decompression; t9-t10 smith peterson osteotomies; t9-t10 reduction of kyphotic deformity; re-fusion to t9-t10 posteriorly; t9-t10 posterior spinal instrumentation with bilateral pedicle screws; and application of local bone graft at t9-t10 posterior fusion. This surgery was due to heterotopic bone growth, secondary to infuse bmp at l5-s1 foramen bilaterally with severe compression of l5- s1 nerve roots; and fusion of t9-t10 in deformed kyphotic position. On (B)(6) 2013, the patient complained of a headache 7 days postop from undergoing a spinal fusion. The patient underwent a repair of lumbar dural leak. On (B)(6) 2013, the patient complained of gradual onset of the pain down the left leg. Weakness of the left great toe appears to be a grade 4. X-rays revealed no changes in any hardware in the thoracic spine and no changes in the area with the decompression in the lumbar spine. Treatment included l5- s1 selective nerve root injection . On (B)(6) 2013, the patient underwent fluoroscopically guided left s1 transforaminal epidural steroid injection with s1 nerve root block; and left l5-s1 foraminal injection of local anesthetic and steroid. On (B)(6) 2013, lumbar CT scan revealed status post posterior fusion t12-s1; posterior fusion hardware is intact and appropriately po sitioned; solid osseous fusion of the posterior elements of t12-s1; anterior fusion of l3, l4, l5, and s1; stable anterior displacement of the l3-4 disc space graft and stable minimal anterior displacement of the l4-5 disc space graft; solid osseous fusion l3, l4, l5 and s1; moderate levoscoliosis and exaggerated lumbar lordosis; l4 -l5 level: there is moderate narrowing of the left neural foramen secondary to left facet joint arthropathy. The right neural foramen and spinal canal are adequate in caliber; the findings at this level are unchanged; and l5 -s1 level: there is a sizeable osteophytic ridge arising from the disc space graft and adjacent l5 and s1 endplates, which projects into the anterior epidural space and into the left neural foramen causing marked narrowing of the left neural foramen. There is a prominent osteophyte arising from the l5 inferior endplate, which projects into the right neural foramen. There is moderate narrowing of the right neural foramen. The spinal canal is capacious. On (B)(6) 2013, the patient complained of chronic back pain and foot drop. Treatment included scheduling with explantation of her hardware posteriorly and re-imaging her without artifact to better assess the status of her neural foramina at l5-s1 level. On (B)(6) 2013, the patient underwent extensive laminotomy, complete facetectomy, transformainal decompression bilaterally of l5 and s1 nerve roots; removal of l5-s1 pedicle screws and rod extenders as well as bilateral rods from l4 inferiorly by cutting bur of rods; re-exploration of lateral fusion mass and osteotomy through fusion mass bilaterally at l5-s1 interspace due to extensive and massive bone regrowth after decompression of bmp heterotopic bone overgrowth a year ago. On (B)(6) 2013, the patient presented for 1 week postop and feels that she has much less pain in her left leg than she did before the surgery. Systemic angioedema secondary to bmp used in spinal surgery was noted. Treatment included prednisone on taper dosage for angioedema. On (B)(6) 2014, the patient presented for a follow up with complaints of generalized pain as well as weight gain with the rheumatology clinic. Reports generalized edema. Treatment included review of labs drawn of (B)(6) 2014. Treatment included continuation of pain management specialist, and referral to endocrinology for management of weight gain. On (B)(6) 2014, the patient complained of having a lot of trouble doing physical therapy; trouble straightening up; feels something gets locked when she extends; and there is minimal to no pain radiating down the legs, but otherwise it is all back on the left side. Treatment included lumbar CT scan. On (B)(6) 2014, the patient was complaining of more back pain. CT scan, per the reviewing physician, appears clear of significant compression on either the thecal sac or the nerve roots; fusion is solid; decompression appears very wide open. Treatment included drawing labs to rule out inflammatory response to bmp. (B)(6) 2012 the patient presented with abdominal edema and bilateral leg swelling and underwent a venous duplex lower extremity scan which showed normal femoral waveforms in each leg which made proximal venous stenosis/occlusion unlikely. On (B)(6) 2011 the patient presented with back pain, nausea, and constipation. On (B)(6) 2011 and (B)(6) 2013 the patient presented with back pain and mild constipation. On (B)(6) 2013 the patient presented with chronic pain, foot drop, and anxiety. On (B)(6) 2013 the patient presented with increased depression, anticipatory anxiety, tearfulness, negative thoughts, angry, low energy, fearfulness and insomnia. Assessment: major depressive disorder. On (B)(6) 2013 the patient presented with back pain and mild constipation. Assessment: lower back pain, lumbar spondylosis, chronic post-operative pain, and post laminectomy syndrome. On (B)(6) 2013 the patient presented with back pain and constipation. The patient was taking methadone and oxycodone. On (B)(6) 2013 the patient presented with back pain, mild nausea, flu-like symptoms, and urinary retention. On (B)(6) 2013 the patient presented with back pain. On (B)(6) 2013 the patient presented with back pain and mild constipation. On (B)(6) 2013 the patient presented with back pain, mild nausea and constipation. Assessment: chronic postoperative pain; lower back pain; post laminectomy syndrome of the lumbar regions; and lumbosacral spondylosis. On (B)(6) 2013 the patient presented with constant back pain and generalized anxiety. The patient also complained of mild nausea con stipation, and vomiting. The patient was on diazepam for myofascial pain. On (B)(6) 2014 the patient presented with constant back pain. The patient also complained of mild nausea constipation, and vomiting. On (B)(6) 2014 the patient presented with aching persistent back pain. The patient was restarted on oxycodone/apap. On (B)(6) 2014 the patient presented with back pain. Per the encounter notes the patient's pain had changed since their last visit. The patient was started on metaxalone for myofascial pain. The patient showed no response to baclofen therefor it was dc'd. On (B)(6) 2014 the patientpresented with aching persistent chronic back pain radiating down left lower extremity; left lower extremity spasm; generalized anxiety. Per the encounter notes a previous emg/ncs was significant for bilateral l5 radiculopathy. A recent lumbar CT which did not reveal findings that would explain extremity spasm and pain. Hx of heterotopic calcification around left psoas muscle. On (B)(6) 2010, the patient underwent scoliosis fusion t10-s1; segmental fixation with bilateral pedicle screws placed under two plane image intensification at each level from t10 down to s1; posterior lateral and posterior fusion from t10 to s1 done with infuse plus iliac crest autograft; and two level decompression was done. Discharge date note provided . Per the op notes, the rhbmp-2/acs had been mixed and one free sponge was placed in the anterior disc space followed by the 8x26 cage, which was filled with an rhbmp-2/acs sponge, tapped into position. (B)(6)-2011: the patient presented for electrodiagnostic evaluation of the bilateral lower extremities to rule out lumbar radiculopathy versus entrapment neuropathy. Impression: findings are consistent with active l5radiculopathy, there is also indication of chronic bilateral l5 radiculopathy; no evidence of entrapment neuropathy was noted at any level in bilateral lower extremities. On (B)(6) 2012 the patient presented with chronic low back pain, left leg symptoms, and daily constant nerve pain. The patient complained of sharp, shooting aching pain in the low back with numbness and weakness. The left leg was described as having sharp shooting, burning pain with pin/needles sensation, numbness and weakness. The patient reported difficulty falling asleep and waking from sleep due to pain; unbalanced walking; and loss of bladder control. Per the encounter notes the patient had been found in in (B)(6) 2012 to have heterotopic bone growth. On (B)(6) 2013 the patient presented with severe low back pain and recurrent left lower extremity radiculopathy. The patient underwent an attempted fluoroscopically guided lumbar puncture and lumbar myelogram. Multiple attempts were made to access the spinal canal at the l3 level without success. No patient complications were noted. On (B)(6) 2014 the patient presented with back pain and underwent a lumbar spine CT scan which demonstrated removal of spinal hardware at the level of l5 and the sacrum since previous study dated (B)(6) 2013; statuspost posterior instrumentation and bony fusion from t10 through s1; anterior fusion identified at the levels of l3-4, l4-5, and l5-1s1. There was a compression plate at l5-s1 as well as anterior screw at l4; solid bony fusion was identified at l3-4, l4-5, and l5-s1; there was prominent posterior osteophyte at the level of l5-s1 measuring 8mm protruding into the spinal canal without causing spinal stenosis; there was a prominent posterior paravertebral soft tissue swelling at the level of l4-s1 likely elated to recent surgery (increased since last exam); there was solid fusion of the graft bone to the superior and inferior endplates - a portion of the disc space lying posterior toe graft remained unfused; there was vacuum disc phenomenon identified at the sacroiliac joints bilaterally; there was lumbar levoscoliosis; and prominent lumbar lordosis of the lower spine. On (B)(6) 2014 the patient presented with degenerative disease and underwent a thoracic spine CT scan which demonstrated thoracic dextroscoliosis at level t9-10 and moderate left foraminal narrowing t9-10. The posterior bony fusion appeared solid.

Event description:
On (B)(6) 2012: the patient underwent nm lymphatic flow imaging. Conclusion: unremarkable lymph-angiography with no scintigraphic evidence of lymphatic obstruction or a lymphatic leak. On (B)(6) 2009 the MRI showed degenerative changes in her neck with a small 5-6 disc herniation. There is some foraminal stenosis at eh 5-1 level to the left side. On (B)(6) 2009 the patient presented for office visit. Impression: adolescent idiopathic scoliosis with some adult degenerative disease with some progression and back pain. X-rays show a 50 degree lumbar curve t-11 to l-4 to the left. There is lateral luxation of 4 on 5. There is also a grade 1 spondylolytic spondylolisthesis at l5, s-1. She has a 35 degree curve from t-5 to t-11 to the right side. On (B)(6) 2009 the patient underwent MRI t spine wo cont. Impression: scoliosis of thoracic spine. On (B)(6) 2009 the patient underwent MRI lumbar and sacrum. On (B)(6) 2009 the patient presented for office visit for recheck back. On (B)(6) 2010, the patient presented with preoperative diagnosis of adult scoliosis lumbar spine, 50 degree curve left with a compensatory 30 degree curve on the thoracic region and a grade I spondylolytic spondylolisthesis l5-s1. On (B)(6) 2010 the patient presented with some left radicular l5 like pain and discomfort. On (B)(6) 2010 assessment: lumbar radiculopathy; scoliosis status post fusion t10-s1; spondylolisthesis, l5/s1, status post decompression l4/5, l5/s1; cervical radiculopathy; cervical degenerative disc disease; depression/anxiety. On 01 sept 2010 assessment: lumbar radiculopathy; scoliosis status post fusion t10 through s1; spondylolisthesis l5/s1 status post decompression l4/5 and l5/s1; cervical radiculopathy; cervical degenerative disc disease; depression/anxiety. On (B)(6) 2010 assessment: t10-s1 fusion <(>&<)> l4-s1 decompression; scoliosis deformity of spine; rheumatoid arthritis; constipation. On (B)(6)2010: the patient presented for neurological consultation. Upon examination it was reported that patient had grade 3 weakness of her ankle plantar flexors on the left grade 3+ on the right with respect to ankle plantar flexors and on her left she has grade 3 weakness of her dorsi flexors of the ankle on the left and grade 3+ dorsiflexor weakness in the right ankle. The patient presented for electromyographic examination. On (B)(6) 2010: the patient presented for follow up. The patient presented with left side upper/lower back, left leg/foot, left ribs upper left shoulder pain. The patient underwent CT scan of the lumbar spine with contrast status post myelogram with 3d reconstructions. Impression: there is anterolisthesis at l5-s1 with suggestion of a pseudarthrosis of the posterior fusion. In addition there is lucency about the left s1 pedicle screw. This screw does course into the medial aspect of the lateral recess just encroaching upon the left s1 root. There is severe foraminal stenosis at this level; the patient is s/p posterior fusion procedure from the lower thoracic spine through l4. This fusion does appear solid and the pedicle screws do not compromise the neural elements; no central stenosis is identified; scoliosis without congenital anomaly. The patient underwent lumbar myelogram. Impression: anterolisthesis at l5-s1 with posterior fixation. No movement is seen on flexion/extension views. The nerve root sleeves at this level are into identified secondary to the overlying metallic artifact; normal opacification of the remainder of the thecal sac with scoliosis and fixation from t11 caudally. The patient underwent thoracic spine myelogram. Impression: thoracic scoliosis with fusion beginning in the lower thoracic spine. On (B)(6) 2010: the patient presented with failed back syndrome, pseudoarthrosis and kyphotic posture with chronic pain syndrome. Diagnoses: grade 2 spondylolisthesis l5- s1. Idiopathic scoliosis. Failed back syndrome. Chronic pain syndrome. Pseudoarthrosis l5- s1. The patient underwent the following procedures. Removal of pedicle screw fixation, t10 to s1. Smith-peterson osteotomies t10-11, t11-t12, t12- l1, l1-l2, l2-l3, l3-l4, l4-l5, and l5-s1. Anterior exposure for removal of interbody cage, l5-s1. Posterior insertion of pedicle screws, t4 to s1 and iliac screws with reduction of the l5 grade ii spondylolisthesis and arthrodesis from t4 through s1 and finally insertion of anterior lumbar interbody devices and arthrodesis, l3 - 4, l4-5 and l5-s1. Also the patient underwent carotid duplex scan. Interpretation: right upper extremity: imaging revealed patency of the internal jugular, subclavian, axillary and brachial veins. The doppler indicates normal spontaneous flow within these segments. Left upper extremity: imaging revealed non-occlusive thrombus in the internal jugular vein. The subclavian and axillary veins were patent. Doppler indicates normal spontaneous flow within these segments. Bilateral: imaging of the extracranial carotid arteries was within normal limits. The doppler spectral flow analysis was within normal limits throughout the extracranial common carotid, internal carotid and external carotid arteries bilaterally. Vert - imaging revealed both vertebral arteries to be patent without evidence of stenosis or steal. There was no evidence of carotid dissection. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine due to pain, t10-s1 stabilization. Findings: initial images demonstrate bilateral pedicles screws in place from t10 to s1, bridged by longitudinal rods bilaterally. Subsequent images demonstrate removal of posterior longitudinal rods from several lower lumbar levels and from s1, placement of additional anchoring screws in s1 as well as within the bilateral iliac wings. The patient also underwent medical status examination. On (B)(6) 2010, dissection through altered and scarred anatomy from previous surgery. Posterior osteotomy, l5-s1, bilaterally. As per billing records, the patient underwent following services: removal of posterior instrumentation; re-insert spinal fixation; insert pelv fixation device; laminotomy hemilaminectomy re-exploration and fluoroscope examination; revision of lumbar spine. On (B)(6) 2010 the patient underwent the following procedures. Muscle sparing anterior abdominal extra-peritoneal approach for anterior lumbar interbody fusions (3 levels). Mobilization of the left iliac artery and aorta. Mobilization of the left iliac vein and ligation of iliolumbar vein. Plastic closure repair of abdominal wound. No complications were reported. Also the patient presented for post operative pain management. On (B)(6) 2010 impression: status post extensive multilevel posterior lumbar fusion with pelvic fusion. L4-5 laminectomy (B)(6) 2010 impression: multilevel posterior fusion with instrumentation of t10 through s1 as described. Laminectomy at l4-5 is a lso noted. Prosthetic discs at l3-4 and l4-5. Presence of bone graft. Bilateral iliac screws also demonstrated. Position and alignment of hardware mentioned, appears unremarkable. On (B)(6) 2010: the patient underwent x-ray of the lumbar spine due to pain. Impression: evidence of extensive previous surgery as noted 12-jan-2011: the patient presented for follow up. The patient presented with left and right legs, incision in stomach. On (B)(6) 2011 the patient presented for pain consultation. Assessment: patient underwent corrective scoliosis surgery and developed a flat back and a severe left-sided radiculopathy which resulted in a significant amount of atrophy of the left leg. The patient has acute-on-chronic pain. On (B)(6) 2011 the patient presented complaining known abdominal mass. Admitting diagnoses: water-density abdominal mass diagnosed by CT; recent surgery for scoliosis; history of recurrent urinary tract infections. On (B)(6) 2011 . Impression: prior escherichia coli urinary tract infection; current urinalysis not consistent with urinary tract infection; abdominal fluid collection, seroma versus other; anemia; scoliosis; neuropathy. On (B)(6) 2011 the patient presented with urinary tension. Impression: urinary retension. On (B)(6) 2011 the patient presented for follow up. Assessment: patient has anxiety. On (B)(6) 2011 the patient presented for follow up. Patient continues to have pain in the left flank region, left ankle planter and dorsiflexion weakness. On (B)(6) 2011: the patient presented for follow up. The patient presented with left hip, leg, foot, right foot pain. Patient's emg demonstrates that she has active radiculopathy in l5 distribution bilaterally. Medications: oxycontin, baclotin (B)(6) 2011, the patient underwent CT scan of the abdomen and pelvis without contrast. Impression: there has been complete resolution of large circumscribed fluid collection in the left side of the abdomen and pelvis since (B)(6) 2011. The patient underwent xr lumbar myelography. Impression: truncation of the nerve root sleeves, left greater than right, at l5-s1; extensive fusion which is solid without instability on upright flexion and extension views. The patient underwent lumbar myelogram, which demonstrated truncation of the nerve root sleeves, left greater than right, at l5-s1 and extensive fusion which was solid without instability on upright flexion and extension views. On (B)(6) 2012 as per billing records the patient underwent CT abdomen/pelvis w/o contrast and xr chest 1v frontal. On (B)(6) 2013, , the patient was presented with preoperative diagnosis as heterotopic bone growth, secondary to infuse bone morphogenic protein atl5-s1 foramen bilaterally; hyphotoc deformity, t9, t10. On (B)(6) 2013, the patient presented with preoperative diagnosis of extensive heterotopic bone overgrowth of l5 and s1 nerve roots bilaterally secondary to infuse bone morphogenic protein, severe bilateral radiculopathy l5 and s1 nerve roots

Event description:
On (B)(6) 2010 the patient presented with chronic lower back pain. The patient wanted a pain management referral. On (B)(6) 2010 the patient presented with mid and low back pain. There was a spasm like sensation over the lower back with intermittent tingling and numbness and left lower extremity tingling and numbness. On (B)(6) 2010 the patient presented with a thyroid problem and worsening arthralgias with decreased mobility, difficulty going to s leep, tenderness, and tingling in the arms and legs. The patient underwent labs that reveled a vit d deficiency, low creatinine, and high c-reactive protein and cholesterol levels. On (B)(6) 2011 the patient underwent a urinalysis which revealed abnormal specific gravity and protein. A urine culture revealed excherchia coli. Lab work taken revealed abnormal levels of rbc and wbc. On (B)(6) 2011 the patient presented with abdominal distention and underwent a CT of the abdomen and pelvis which showed a cystic mass or fluid collection seen inseparable from the left anterolateral abdominal wall and occupying the left pelvic sidewall and iliac fossa, which may have represented a postoperative lymphocele or seroma. A urine culture was conducted which was negative. Lab work taken revealed abnormal levels of protein, squamous epithelial, rbc and wbc. On (B)(6) 2011 the patient was admitted to hospital and underwent labs which revealed high white blood count (wbc) and low hemoglobin, hematocrit, and lymphocete levels. A urinalysis revealed high counts of squamous cells and abnormal leukocytes present. A metabolic panel (bmp) demonstrated low co2 concentrations. The patient's prothrombin time was high. On (B)(6) 2011 the patient underwent labs which revealed low red blood count (rbc), hemoglobin, hematocrit, total protein, and albumin levels. On (B)(6) 2011 the patient presented with a pelvic mass and underwent a pelvic ultrasound which demonstrated a 17 cm complex cystic and solid mass left adnexa. The patient underwent a ca-125 cancer screening which was negative. The patient also underwent labs which revealed low wbc, rbc, hemoglobin, and hematocrit levels. On (B)(6) 2011 the patient presented with a pain in limb and possible deep vein thrombosis (dvt). The patient underwent a vascular vein bilateral leg duplex dvt sonography which showed no evidence of an abnormality. The patient also underwent labs which revealed low wbc, rbc, hemoglobin, and hematocrit levels. The cytopathology report of the abdominal fluid was negative for malignant cells. Cells were consistent with seroma. On (B)(6) 2011 the patient underwent a CT guided drainage placement in large left lower quadrant fluid collection. The large fluid collection was very superficial to the surface. 1500 cc of fluid was aspirated intra-operatively for evaluation. No patient complications were noted. On (B)(6) 2011 the patient presented with abdominal discomfort/distention. Per the encounter notes the patient was post op thoracolumbar spine surgery with the complication of a lymph tissue injury. The patient was admitted to hospital. A note should be made that while in hospital the patient was receiving heparin shots three times a day. On (B)(6) 2014 the patient was discharged from hospital. On (B)(6) 2011 the patient underwent labs which revealed low rbc, hemoglobin, and hematocrit. On (B)(6) 2011 the patient presented for pain management with some continued discomfort in abdomen. Per the encounter notes the patient was trying to taper off their narcotic medication. The patient felt they were experiencing some withdrawal symptoms such as anxiety however this also may have been associated with the prior increase of wellbutrin - this dosage was reduced. The patient was also prescribed clonidine to help with withdrawal symptoms. The patient's chylomatous accumulation appeared to have responded to the windowing procedure. The patient underwent a urinalysis that revealed a high specific gravity, white blood cells, and squamous cells and an abnormal protein, mucus, leukocyte, and ketone presence. Labs were run which revealed low glucose levels and a high red blood count. On (B)(6) 2011 the patient presented with pain and for a pain management follow up. The patient was in the process of reducing oxy contin intake. The patient reported they were getting breakthrough pain in the middle of the day and was having to take a short term narcotic (oxycodone) at that time. The patient was experiencing some jumpiness with the reduction. The patient was on a clonidine patch to help with withdrawal and had also been given vistaril - but had a paradoxical reaction to that. The patient's oxyxotin dosage was changed. Oxyir and also cymbalta (for mood/anxiety) were also prescribed. X-rays showed intact hardware without fracture or loosening. On (B)(6) 2011 the patient presented for a pain management follow up with persistent radicular pain. Per the encounter notes, the patient had been found to have significant foraminal stenosis with a root cut as noted on a myelogram and was going to undergo surgery, but apparently there had been delayed due to cost. The patient was feeling overwhelmed. Though the patient had been prescribed cymbalta they had been unable to attain this from the pharmacy. The patient also presented with distended abdomen with pain and discomfort and severe left leg radicular pain. On (B)(6) 2011 the patient presented for a pain management follow up (f/u) with persistent radicular pain. The patient had still not been able to get cymbalta. The patient was positive for depression and some anxiety. On (B)(6) 2011 the patient presented in a neurological spine clinic with left leg numbness and pain beginning from her left buttock radiating down her lateral thigh, leg and into the top of her left foot; poor left foot strength; and back pain. The patient described the symptoms as shooting, stabbing and sharp and aggravated by lifting, coughing, sneezing, standing, walking, sitting and climbing stairs. Her oswestry disability index was 62 %. The patient reported that after the most recent surgery left-sided leg pain and foot weakness had not improved. Per the encounter notes the patient stated they could not continue to live with the discomfort as it had significantly impaired their quality of life. The patient underwent x-rays which showed good alignment and no fractures or screw back put. There was mild anterior position of the l3-4 and 4 -5 interbody fusion plugs noted. These had not changed significantly. There was approximately 8.5 mm protrusion seen at the l3 -4 level and 7 mm at the l4 -5 level. Note that lucency was seen around the iliac screws bilaterally, suggesting there may be loosening of them however per the report this lucency had not been confirmed on a previous CT in (B)(6) 2011. On (B)(6) 2011 the patient presented for a pain management follow up with some left numbness and weakness. Per the encounter notes the patient had been found to have developed a neural foraminal stenosis at l5 -s1 on the left -hand side with a left - sided l5 radiculopathy and that looked not to be related to hardware but instead appeared to be secondary to bone overgrowth. The patient also presented with left sided abdomen distension and mild left foot drop. It was noted that cymbalta was causing sweating but did help symptoms. On (B)(6) 2011 the patient presented with back pain with shooting stabbing and bilateral leg pain left > right; left medial thigh pain with numbness and pain throughout the entire left lower leg; and left drop foot. The patient reported severe aching, burning in left greater toe. The right leg was pins and needles and right great toe was completely numb. The patient also reported weight gain from fluid retention and poor sleep (baclofen was not working). Assessment: l5 radiculitis, abdominal pain, bilateral lumbar back pain, and lymphatic fluid collection in the abdomen. The patient reported that the cymbalta caused sweating, abdominal distention, and fluid retention. Cymbalta was stopped. On (B)(6) 2011 the patient underwent various labs which revealed low hemoglobin and high red blood cell levels on (B)(6) 2011 the patient underwent various labs which revealed low vit d levels. On (B)(6) 2011 the patient presented with worsening swelling all over the body. The patient had the diagnosis of chylous peritoneal build up s/p spinal surgery. Per the encounter notes a window for drainage had been created in (B)(6) 2011 but no improvement was seen. Per billing records, the patient underwent urinalysis. On (B)(6) 2011 the patient presented with chronic persistent pain secondary to spinal reconstruction x 2; persistent radicular symptom due to osteophyte in the foramen; and weight gain ((B)(6) in (B)(6) 2011 and (B)(6) on this date). It was noted that the weight gain could be caused by the patient's medication (baclofen). Per the encounter notes a recent CT of the abdomen and pelvis w/wo contrast had shown no significant findings. There was no fluid or mass, no dilated loops. There was a large amount of fecal material present throughout the colon from the cecum to the rectal vault. No abnormal blood vessels were noted. On (B)(6) 2011 the patient presented with severe generalized fluid retention and lymphedema. Per the encounter notes the patient had a lymphatic scintigram previously which has shown no abnormalities. The patient reported pain, fluid retention, increasing abdominal girth, generally feeling bad, severe daily headaches (possible analgesic re-bound), back pain, and severe radiating pain into the lower extremities. Per the encounter notes the patient did have an intra-foraminal process in the lower lumbar spine which was an operable lesion, but because of all the other issues that were going on, had not elected to follow up with surgery. The patient was distressed and angry over their medical situation. On (B)(6) 2012 the patient presented with abdominal distension described as bloated and tender. Per the encounter notes the patient had ongoing lymph swelling of the abdomen and thighs. On (B)(6) 2012 the patient presented with vomiting, abdominal pain, constipation, bloating, distention, fever, and nausea. On (B)(6) 2012 the patient presented with musculoskeletal pain, chronic back pain, constipation, distended abdomen, and edema. Assessment was listed as: constipation -slow transit, t10-s1 fusion <(>&<)> l4-s1 decompression with heterotopic calcifications, and acquired lymphedema. On (B)(6) 2013 the patient presented with back pain, nausea, and constipation. On (B)(6) 2013 the patient presented with constant chronic back pain and mild constipation with the assessment of: lower back pain, lumbar spondylosis, chronic postoperative pain, and post laminectomy syndrome. It was reported that the patient was in the process of transitioning off of oxycodone. On (B)(6) 2013 the patient presented moderate cold symptoms including cough fever, hoarseness, and nasal congestion. The patient also presented with anxiety, irritable mood, panic attacks, poor concentration, indecisiveness, sleep disturbances, and back pain. On (B)(6) 2013 the patient presented with anxiety, fearful thoughts, compulsive thoughts /behaviors, panic attacks, poor concentration, indecisiveness and restlessness or sluggishness. On (B)(6) 2013 the patient presented with depression, anxiety, compulsive thoughts, difficulty concentrating, excessive worry, fatigue, and back pain. Per the encounter notes the patient was in the process of weaning off of pain medications and doing very well. On (B)(6) 2013 the patient presented with chronic back pain. Clinically the patient had paralumbar tenderness and left foot drop. The patient was wearing a left ankle brace afo. On (B)(6) 2013 the patient presented with depression/anxiety/fearful thoughts, difficulty concentrating, fatigue, and anxiety, insomnia, joint pain, muscle weakness, and back pain. On (B)(6) 2013 the patient presented with moderate depression and anxiety, insomnia, joint pain, muscle weakness, and back pain. On (B)(6) 2013 the patient presented with depression, anxiety, compulsive thoughts, insomnia and back pain. On (B)(6) 2014 the patient presented with depression, anxiety, difficulty concentrating, racing thoughts, joint and back pain. On (B)(6) 2014 the patient presented with depression, anxiety, weight gain, and back pain. Depression and anxiety were said to be associated with weight gain. The patient had an upcoming appointment with an endocrinologist. On (B)(6) 2014 the patient presented with anxious and fearful thoughts, difficulty falling asleep, excessive worry, fatigue, restlessness, and back pain. On may (B)(6) 2014 the patient presented with depression, stable anxiety, fearful and compulsive thoughts, back pain, and stress incontinence. On (B)(6) 2014 the patient presented with depression, anxiety, fearful thoughts, fatigue, back pain, and muscle weakness. On (B)(6) 2014 the patient presented with chronic back pain radiating into the left lower extremities, mild constipation, flu-like symptoms, vomiting, and urinary retention. The patient stated that their current symptoms were worsened by bone growth from use of infuse. Clinically the patient had diffuse tenderness and left foot drop. Per the encounter notes a recent CT of the thoracic spine had shown bone growth at t9 and t10 levels but they did not require surgical intervention. It was also reported that there was discussion of the patient undergoing left lumbar hardware removal. Diagnosis of heterotopic calcification around left psoas muscle. On (B)(6) 2014 the patient presented with pain, depression and anxiety and for f/u after surgery (lumbosacral pin removal, the prior week). The patient also presented with back pain, joint swelling, and muscle weakness. Chronic conditions were listed as t10-s1 fusion <(>&<)> l4-s1 decompression, scoliosis deformity of spine, chylous ascites, acquired lymphedema, anxiety and lumbago syndrome. On (B)(6) 2005 the patient presented with back pain. On (B)(6) 2005 the patient presented with back pain and underwent a kidney ultrasound. Impression: normal ultrasound of kidneys. On (B)(6) 2009 the patient presented with malaise and fatigue. Labs were conducted which reveled elevated cholesterol otherwise normal. On (B)(6) 2009 the patient presented with headache- migraine, with nausea and vomiting. On (B)(6) 2010 the patient presented for a pre-op risk assessment with pain throughout back and into the left arm and left leg with numbness in the fingers and toes and a throbbing sensation in the left leg with a history of degenerative joint disease and spondylolisthesis. The patient also had anxiety and insomnia secondary to chronic pain. The patient underwent a chest x-ray which showed moderate scoliosis of the thoracic spine convex right and lumbar spine convex left. There was no acute pulmonary process identified. On (B)(6) 2010 the patient was discharged from hospital. Originally admitted for the dx of: idiopathic scoliosis.

Event description:
(B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: stable postsurgical changes of the thoracic and lumbar s pine. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: interval removal of previously noted surgical drain within the posterior soft tissues of the back. Otherwise no significant interval change with details. (B)(6) 2014: the patient underwent x-rays of the lumbar spine. Impression: redemonstrated posterior fixation of the lumbar spine, without significant interval change (B)(6) 2014: the patient underwent x-rays of the thoracic spine. Impression: no significant interval change. The patient underwent injections of depo-medrol combined with 4ml of lidocaine over the left iliac screw. No complications were noted. Impression: possible hardware related pain versus left sacroiliac joint degeneration secondary to long fusion. (B)(6) 2014: the patient underwent x-rays of the lumbar spine. Impression: status post laminectomy and posterior spinal fusion from the thoracic spine to l5 with anterior spinal fusion from s1 and s2. Bilateral fixation screws are again noted and stable in positioning. The orthopedic hardware appears stable in alignment. No evidence of fracture of the visualized portion of the hardware. Interbody disc spacers at l4-5 and l5-s1 with an anterior retention screw at l5 are stable. A bb marker seen projecting cranial to the left-sided sacrum. The patient had a preoperative diagnosis of painful hardware. The patient underwent removal of left iliac screw. Per the op notes, the screw was seen to have bone growing around it. This was chipped off with osteotomes and a rongeur. No patient complications were noted. On (B)(6) 2012 the patient presented for an alternative opinion, with persistent worsening leg and back pain. The patient also complained of a heart murmur, leg swelling, altered taste and smell, change in appetite, excessive sleepiness, fatigue, anxiety, weight changes, ringing in ears, constipation, shortness of breath, trouble breathing, neck pain, joint pain, joint swelling, loss of urine control, urinary urgency, vaginal bleeding, anemia, dry eyes and mouth, lymph node swelling, balance difficulties, dizziness, falls, headaches, muscle twitching, nausea, numbness, shooting pains, tingling sensation, tingling sensations, and walking difficulty. Per the encounter notes the patient had undergone a CT myelogram in 2001 which showed foraminal stenosis "likely as a result of bony overgrowth... Excessive bony overgrowth possibly from bmp..." The myelogram images showed instrumented arthrodesis from t11 to pelvis and there was a strong bone growth posterolaterally. There are some implants anteriorly, which on that image had failed to show incorporation at that time. In addition mainly at l5-s1, there was a unilateral foraminal stenosis from bone growth in that area. It was reported that the patient had seen a doctor who felt they should work on lymphatic before she was to undergo more surgery. At this encounter the physician stated "I would be very concerned about offering any more surgery because of all her surgeries have been complicated with significant issues..."

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010: mra of the head and neck and MRI of the brain was performed, images provided for review. Grossly normal appearing carotid artery and vertebral circulations. T1 and t2 MRI of brain. Normal MRI. Diffusion weighted MRI of brain demonstrated no evidence of stroke. Otherwise normal. (B)(6) 2010: intra-op films were provided for review. This appears to be a lumbar scoliosis deformity case. Previously existing construct designated by x-ray as t10-s1, indicate a previous scoliotic deformity correction; earliest film may indicate possible rod fracture near base of the construct. Suspect failure of fusion or non-union at lower levels resulting in this revision surgery. Interbody graft at l5-s1 is visible. Films indicate that the patient underwent removal of rods and addition or revision of iliac and s1 screws. Placement of hardware appears appropriate. (B)(6) 2010: intra-op films provided for review. Interbody graft placement l4-5, l3-4, temporary rod placement l2-4, l5 screw placement, removal of l5-s1 interbody graft, and placement of rods t10-ilium was performed. The only noted prior interbody graft was at l5-s1, and this appears to have been revised in this procedure. (B)(6) 2010: post-operative CT scan was performed. Inter-cortical placement of all screws, screw placement and position appears good. Sagittal images indicate that the l4-5 interbody device may be protruding anteriorly from the disc space. L3-4 interbody device pl acement appears appropriate. A great amount of bony fusion is visible around the posterior thoracic screws. No obvious graft material at l5-s1. The l5-s1 foramen appears patent. (B)(6) 2010: intra-op films provided for review. Procedure performed appears to be anterior l5-s1 placement of new interbody spacer/graft and anterior plate. Revision of the l4-5 interbody spacer with placement of anterior locking screw was performed. (B)(6) 2010: multiple ap/lateral films of left foot and ankle. No comments.

Event description:
(B)(6) 2011 the patient presented with pain in limb. The patient underwent a vascular vein bilateral leg duplex dvt sonography which showed no evidence of an abnormality. (B)(6) 2011 the patient presented with a history of spinal surgery in (B)(6) 2010, complicated by a large fluid collection in left abdomen. The patient underwent CT drainage without contrast. Impression: successful CT guided drain placement in large left lower quadrant fluid collection (B)(6) 2011 the patient underwent ultrasound of the left lower quadrant due to abdominal mass. Impression: at least a 90 ml collection remaining within the left quadrant. A pigtail catheter is seen with in the fluid. On (B)(6) 2008 impression: normal appendix, well seen; no inflammatory changes in the abdomen or pelvis; no free intraperitoneal air or fluid; no bowel obstrucition or hernia; no urinary tract calculi or obstruction; scoliosis; mild dependent atelectasis. On (B)(6) 2009 the patient underwent gi/sb examination. (B)(6) 2013: patient presented for consultation of hypergammaglobulinemia. Clinical impression: 1. Weight gain as well as edema with severe inflation; lumbar disc disease. On (B)(6) 2013 the patient underwent final cytologic diagnosis. Interpretaiton: negative for intraepithelial lesion or malignancy. (B)(6) 2014: the patient presented for an office visit with depression/anxiety. Assessment: anxiety state; low back pain. (B)(6) 2014, (B)(6) 2014: the patient presented for an office visit with complaint of back pain. Assessment: chronic postoperative pain; lower back pain; postlaminectomy syndrome of lumbar region. (B)(6) 2014: the patient presented with complaint of lower back pain and anxiety. Assessment: anxiety state; gerd, inflammatory back pain. (B)(6) 2014, (B)(6) 2014: the patient presented for follow-up of anxiety. Assessment: anxiety state; inflammatory back pain; gerd, low back pain. (B)(6) 2014: the patient presented with depression, anxiety and fatigue and also for medication refill. Assessment: anxiety state; ventral hernia; inflammatory back pain; low back pain. On (B)(6) 2014 the patient underwent ultrasound of abdomen limited below umbilicus due to history of ventral hernia, which demonstrated over area of concern/pulp, mass of mixed echogenicity measuring 3.31x2.86x1.08cm, positive hernia was seen, no bowel seen moving through hernia, fat was seen moving through hernia. (B)(6) 2014: the patient underwent for us hernia procedure due to reason of ventral hernia. Impression: small 3.3 cm ventral incisional hernia underlying the area of interest. (B)(6) 2015: the patient presented with complaint of anxiety, depressed mood, excessive worry, fatigue and back pain. Location of pain is upper back, middle back and lower back. Pain radiated to the back. Patient described the pain as deep, diffuse and discomforting. Assessment: anxiety state; inflammatory back pain; incisional hernia; dermatofibroma (B)(6) 2015: the patient was admitted with complaint of chronic pain status post multiple back surgeries p/w headaches, fever, nausea, myalgia. (B)(6) 2015: the patient underwent for ir guide lumbar puncture. (B)(6) 2015: the patient was discharged with discharge diagnosis of urinary tract infection. (B)(6) 2015: the patient presented with complaint of skin lesion in the right upper arm and urinary symptoms (acute). Assessment: meningitis, viral; anxiety state; inflammatory back pain.

Event description:
(B)(6) 2014: patient presented for follow up with back pain. The patient complained of nausea. Patient described pain as constant and an aching sensation. The pain was made worse by bending, prolonged sitting, lifting, defecation, prolonged standing, coughing, walking. Patient had a history of back pain radiating down left lower extremity associated with lumbar postlaminectomy syndrome. Assessment: chronic postoperative pain; lower back pain; postlaminectomy syndrome of lumbar region; spondylosis, lumbosacral (B)(6) 2014: patient presented for psychiatric follow-up visit (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015: patient presented for follow up with back pain. The patient complained of nausea, constipation. Patient described pain as constant and an aching sensation. The pain was made worse by bending, prolonged sitting, lifting, defecation, prolonged standing, coughing, walking. Patient had a history of back pain radiating down left lower extremity associated with lumbar postlaminectomy syndrome. Assessment: chronic postoperative pain; lower back pain; postlaminectomy syndrome of lumbar region; spondylosis, lumbosacral (B)(6) -2014: the patient presented with left dorsiflexor has grade 5, the left ehl has grade 4. This is off and on similar to previous findings and not dramatically different. Impression: she is still morbidly obese, and as well as weight loss and treatment. (B)(6) 2014: patient presented for follow up with back pain. The patient complained of fatigue and sleepiness. Patient described pain as constant and an aching sensation. The pain was made worse by bending, prolonged sitting, lifting, defecation, prolonged standing, coughing, walking. Patient had a history of back pain radiating down left lower extremity associated with lumbar postlaminectomy syndrome. Assessment: chronic postoperative pain; lower back pain; postlaminectomy syndrome of lumbar region; spondylosis, lumbosacral (B)(6) 2015: the physician mailed the patient regarding the urine test. The patient was informed that the amount of protein spilling out from the urine was 300 mg, which should be 150mg in normal case. On unknown dates between (B)(6) 2015 and (B)(6) 2015, per the patient e-mail, the patient underwent CT scan of her head and MRI of her back and the spinal tap. The patient tested negative for meningitis. The patient also had issues with her blood pressure. (B)(6) 2015: the patient was discharged with discharge diagnosis of urinary tract infection. The dosage of prednisone was decreased from 15mg to 10mg daily (B)(6) 2010: patient was released from hospital. Patient had extreme swelling of left side of abdomen. (B)(6) 2010: patient presented for follow up with extreme pain and swelling of left side of abdomen. (B)(6) 2011: patient presented for follow up with extreme pain and swelling of left side of abdomen. Patient underwent x-rays and as per doctor everything looked fine. (B)(6) 2011: patient presented for follow up with swollen of left side of abdomen. Patient underwent CT scan of abdomen which showed severe fluid pooling in abdomen. On (B)(6) 2011 the patient was discharged from hospital with very close out patient follow-up. Discharge diagnoses: 1. Lymphatic leak with abdominal 'wall fluid collection, status post computerized axial tomography scan-guided drainage. 2. Chronic low back pain. 3. Anxiety. 4. Status post spinal surgery. 5. Peripheral neuropathy. On (B)(6) 2011 the patient presented with bilateral extremity lymphedema. It was reported that the patient symptoms began after the revision back surgery in (B)(6) 2010 with upper and lower extremity edema. Possible lymphatic leak. Patient presented with bilateral upper and lower extremity edema. Assessment: bilateral extremity edema. (B)(6) 2011: patient underwent CT chest with contrast due to scoliosis and spondylolisthesis, surgically repaired (B)(6) 2010 and revised (B)(6) 2010 and bilateral upper and bilateral lower extremity edema and weight gain. Impression: hyperplastic residual thymus. No evidence of clinically significant intrathoracic lymphadenopathy by CT size criteria. No radiographic evidence for intrathoracic fluid collections. No radiographic evidence for pulmonary parenchymal nodules and/or masses, suspicious for primary and/or secondary malignancy. Residual thoracolumbar scoliosis and thoracolumbar fixation, bilateral t11 interpedicular screws protruding from the anterior vertebral body by 2 mm (3-67). (B)(6) 2012: patient underwent venous duplex scan of lower extremity due to abdominal edema, bilateral leg swelling. Interpretation: normal femoral venous waveforms in each leg- make proximal venous stenosis/occlusion unlikely. (B)(6) 2012: patient underwent myelogram due to previous spinal surgeries with persistent lower extremity weakness. Impression: 1. Successful lumbar puncture and injection of intrathecal contrast under fluoroscopy. On (B)(6) 2013, intraoperative fluoroscopy was carried out. Per op notes, 40 mm 6.0 synthes screws were placed. A connector rod was arranged with a connector attaching to the rod between t10 and t11. The set screws were then tightened down to the appropriate torque for both the connector and the caps on the rods to the screws. Local bone graft that had been taken in the copious amounts on the lumbar spine as well as the thoracic fusion takedown was then placed over the decorticated remainder of the posterior fusion mass in order to effect the fusion. No complications reported. On (B)(6) 2014 the patient also presented for a f/u on generalized edema and weight gain after surgery in which bmp was injected. Per the encounter notes, the patient appeared to have had a systematic reaction to the bmp infusions as manifested by weight gain and edema. Per office visit notes, patient was uncomfortable due to pain in the back and lower extremities. Back examination revealed tense and tender scapularis, gluteal and greater trochanteric femoral bursa tender points bilaterally. Assessment: 1. Edema. 2. Degeneration of cervical intervertebral disc. 3. Degeneration of lumbar intervertebral disc. 4. Myofascial pain syndrome. 5. React-oth int orth 0 dev. (B)(6) 2014: patient presented for follow up on reaction to injected substance, edema. Her pain was worse in her feet and generalized tenderness. Back examination revealed tenderness of the bilateral greater trochanteric femoral bursa and the right trapezius tender points. There was tenderness of the knees bilaterally. Assessment: 1. Hypergammaglobulinemia, polyclonal. 2. Reaction-unsp devi c/ grft. 3. Edema. (B)(6) 2014: patient presented for follow up on reaction to injected substance, edema. Patient complained of persistent pain in the left lateral and upper thigh and some swelling in the left foot. Back examination revealed tenderness of the bilateral greater trochanteric femoral bursa and the right trapezius tender points. There was tenderness of the knees bilaterally. Assessment: 1. Hypergam maglobulinemia, polyclonal. 2. Reaction-unsp devi c/ grft. 3. Edema. (B)(6) 2015: patient presented for follow up on reaction to injected substance, edema. Back examination revealed tenderness of the bilateral greater trochanteric femoral bursa and the right trapezius tender points. Assessment: 1. Hypergammaglobulinemia, polyclonal. 2. Reaction-unsp devi c/ grft. 3. Edema. 4. Long term use of medications. (B)(6) 2015, (B)(6) 2015: patient called for follow up. Assessment: hypergammaglobulinemia, polyclonal. (B)(6) 2015: patient presented for consultation regarding hypergammaglobulinemia with slightly elevated igm level. Patient presently was wheelchaired because of severe back pain. Impression: 1. Polyclon hypergammaglobu. 2. Other unspecified back disorders. 3. Gerd (B)(6) 2015: patient presented for follow up on reaction to injected substance, edema. Patient had fever, headache and syncopal episodes. The patient also has had increasing mid-epigastric and right upper quadrant pain; she states that the ultrasound technician mentioned that the patient had gallstones. Back examination revealed tenderness of the bilateral gluteal and greater trochanteric femoral bursa tender points. Assessment: 1. Polyclon hypergammaglobu. 2. Reaction-unsp devi c/ grft. 3. Edema. 4. Degeneration of cervical intervertebral disc. 5. Degeneration of lumbar intervertebral disc. 6. Myofascial pain syndrome. 7. Long term use of medications. On (B)(6) 2013 the patient underwent final cytologic diagnosis. Interpretaiton: negative for intraepithelial lesion or malignancy. The patient was also assessed for back pain. On (B)(6) 2008 the patient presented with complaints of pain when swallowing. On (B)(6) 2009 the patient presented for medicine refill. On (B)(6) 2009 the patient presented for discussion regarding back/arthritis. On (B)(6) 2009 the patient presented for diet consultation. On (B)(6) 2013 indication: the patient had ectopic bone growth from previous use of infuse bone morphogenic protein in the lumbar spine causing severe neuroforaminal compression at 1.5-s1 of the l5 and si nerve roots. She had preoperatively a test injection at the l5-s1 foramen and had excellent relief of the majority of her symptoms in her legs. She had also an injection at l4-l5 foramen which did not cause any pain relief. Therefore, a complete decompression and removal of ectopic bone and transforaminal decompression at 15-51 was indicated. This was very difficult procedure going through previous scar tissue and extensive bone growth in a patient that had 5 previous spinal surgeries. Additionally, at t9-t10, there was a kyphotic deformity with pain severely in the area of the deformity. The previous fusion for scoliosis went up to t10-t11. It was felt that the deformity at t9-t10 had to be treated by reversing the deformity. It was initially seen and felt that the fusion ended at t9, but upon entering, it was seen that an unintended extension of the fusion beyond the instrumented levels had occurred and t9 to t10 was in fact fused in the deformed position. It was felt that an osteotomy through the fusion mass with the complete decompression of the area was required with re-instrumentation and fus ion. On (B)(6) 2013 the patient presented for endocrine consultation due to unexplained weight gain. Impression: the patient has had substantial weight gain over the last 2 to 3 years since her surgery and possibilities for this are multifactorial very likely and include the possibility. 1. Medication from opiates and benzodiazepines, which can be associated with weight gain in some patients. 2. Possible endpocrinopathy. Even though, the patient has not received any exogenous steroids it could be that she has endogenous adrenal excess and this needs to be excluded at this time. Thyroid disease remains a possibility as does a cardiac source, although her cardiac exam is normal. The best to check a bnp to rule out congestive heart failure tendency and finally liver panel to rule out liver disease. Should all of this prove to be entirely normal, the other possibility is possibly simply reduced physical activity in the setting of a continuing hyper-caloric diet, and that remains a possibility as well. On (B)(6) 2014 the patient presented for physical therapy.

Manufacturer narrative:
Review of radiographic images found as follows: in review the original file looked to have several dozen entries, however only the first two opened. Here we see a myelogram done on a complex instrumented spine extending from above the photo to lateral connectors and iliac screws. An alif device appears at l5 and a cage at l4. The l4 cage is protruding about 40% of its length anteriorly out of the disc space. The second set is a sagittal and axial CT. These are of very poor quality again done during myelogram. The canal appears to have been decompressed and the central thecal sac is open. Metal artifact obscures the view, but an axial view verifies considerable posterolateral bone. Heterotopic bone cannot be verified from these films. Distortion is seen in the posterior soft tissues, but the nature of this, whether a cyst, scar or simply poor visualization is not interpretable.

Event description:
It was reported that on (B)(6) 2008: patient underwent CT appendix protocol including CT abdomen with rectal contrast only and CT pelvis with rectal contrast only. Impression: equivocal for appendicitis. There is non-specific pericecal soft tissue thickening and there is poor visualization of the appendix; lumbar levoscoliosis; bilateral pars interarticularis defects l5-s1 with grade 1 anterolisthesis. On (B)(6) 2009: the patient underwent CT head without and with contrast. Impression: 5 mm low density lesion involving the head of the right caudate nucleus felt to be secondary to a remote insult. No acute intracranial abnormality is seen. The patient underwent CT abdomen without and with contrast. Impression: no acute abnormality is seen within the abdomen to explain the patient's pain; bilateral spondylolysis of l5 as well as moderate levoscoliosis of the lumbar spine. On (B)(6) 2009: it was reported that the patient underwent a brain MRI which revealed a very subtle focus of encephalomalcia involving the medial aspect of the head of the right caudate nucleus. On axial images it appeared as a small focal divot possibly related to an old small ischemic insult or could have been congenital. There was no evidence of demyelinating disorder tumor or vascular disease. Impression of brain MRI: subtle lesion in the medial aspect of the right caudate head, most likely reflecting old ischemic insult. This is of doubtful clinical significance. While an insult to the caudate nucleus could affect memory and learning, it is not associated with sensory deficits. Thus, it is not related directly to the patient's left sided numbness. Brain appears completely normal otherwise. On (B)(6) 2007 the patient complained of not being able to sleep. No potential medication effects were reported. On (B)(6) 2008 the patient complained of having anxiety, depression. The doctor's assessment was that the patient was being controlled by xanax. On (B)(6)2008 the patient complained of suffering from anxiety, depression and psychesis. The patient denied of any thoughts of hurting self/others. The doctor advised the patient to continue xanax everyday.